Event description:
It was reported that the customer ate more carbs than normal on thanksgiving day. Customer bolused big for them, but could not get the blood glucose levels to come down from 600 mg/dl. Customer stated that he did a set change and his blood glucose came back to normal range. Customer assumes that the cannula must have been clogged. Customer did not receive a no delivery alarm at the time. Customer did not want to troubleshoot for the absence of the no delivery alarm. Customer stated that on occasion, he will have inaccurate low readings at night. Customer stated that he does sleep on his side and may have been adding pressure to the sensor when this occurred. Customer stated that he inserts the sensor/transmitter horizontally. It was explained that all lights on the charger will stop blinking when the transmitter is fully charged. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.